Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they were examined by their dentist who found that patient has open bite, the left side is worse that right side. Patient informed dentist that they noticed they were biting their cheek and it was reported to byte. Dentist found that only 3 teeth touch, which is not an ideal position. Patient has class I malocclusion, anterior open bite, no occlusal stability. Dentist also noted patient having recession. Dentist recommended and referred patient to see orthodontist and not to proceed with byte. Patient provided diagnostic findings from their dental visit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.